Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent struts damage was noticed. As the taxus express2 2.5 x 8 mm stent was being opened from the package it was noticed that the stent struts was deformed. Consequently, the stent was never used. No patient injury or complication was reported. Patient status is reported as "satisfactory/good."